Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an episode of hypoglycemia to 60 mg/dl while using the ilet, treated the low, and the cause was unclear based on review of the available report and blood glucose questionnaire. Symptoms included hypoglycemia. Outcomes included transient interruption of normal activities due to the low glucose event. Investigation included review of available device data and user-reported information with troubleshooting and education completed. Investigation of this case revealed no identifiable device malfunction or component issue and no pattern indicating a device performance problem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.